Event description:
An angioplasty of the lower limbs was being performed, which required a dilatation with balloons. During the procedure, three (3) powerflex pro balloons had ruptured, probably due to the level of calcification of the patient´s artery. The patient´s artery was much calcified, which might have generated the event. The following was the description in the medical report: during the procedure, three powerflex balloons had ruptured before the inflation. When they inflated, they were already ruptured. There was no patient injury reported. The products will not be returned for investigation.

Manufacturer narrative:
This is one of three products involved with the reported event and are associated manufacturer report numbers 9616099-2015-00225, 9616099-2015-00226, & 9616099-2015-00227. Complaint conclusion: an angioplasty of the lower limbs was being performed, which required a dilatation with balloons. During the procedure, three (3) powerflex pro balloons had ruptured, probably due to the level of calcification of the patient´s artery. The patient´s artery was much calcified, which might have generated the event. The following was the description in the medical report: during the procedure, three powerflex balloons had ruptured before the inflation. When they inflated, they were already ruptured. There was no patient injury reported. The product was not returned for analysis. A device history record (DHR) review of lot 15824661 revealed no anomalies or non-conformances that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the devices were not returned for analysis. The exact cause could not be determined. Vessel characteristics of heavy calcification may have contributed to the reported event. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported burst; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
This is one of three products involved with the reported event and are associated manufacturer report numbers 9616099-2015-00225, 9616099-2015-00226, & 9616099-2015-00227. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt. (B)(6).